Manufacturer narrative:
Lot 7e05786 was manufactured on (B)(6)2017 in the doyen a line with a total of(B)(4) market units. A batch record review was performed on april 08, 2019, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials and all the tooling information documented was also correct, under international commodity code (B)(4) , material identification number 1000884 and manufacturing order (B)(4) . The batch record review supports that there were no discrepancies related to the issue reported. No samples were received for evaluation/no photos were received within the complaint reported. Based on the investigation findings through evaluation of the batch records documentation, processes observation and processes replication the investigation concluded that the most likely explanation for the open/incorrect seal was inconsistency of the labeler machine in placing the japanese labels prior to sealing the chevron pouches. Quality inspections were properly performed as per the evidences provided from the batch record. However, the peel off is a destructive test so not all units are inspected. A non- conformance (nc) has been approved and is complete. Actions will be taken for each factor and are going to be summarized in a corrective action / preventive actions (CAPA) plan. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported two pieces of dressing were not sealed. A photograph depicting the reported complaint issue were provided by the complainant.